Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor was performing a laparoscopic sleeve gastrectomy with a gold reload using seam guard buttressing material on a powered endocutter. On the third and fourth firings of the endocutter, in the middle third of the stomach, some of the staples didn't form properly, half of the staple was formed and the other half of the staple was straight. The doctor used clips to clip the locations where the staples didn't form properly. The doctor continued to use the same stapler and like reloads for a total of seven firings, to complete the procedure with no consequence to the patient. The reloads and endocutter were discarded.